Event description:
Post lasik eye pain likely corneal neuralgia. Treated as dry eye with multiple failures in treatment. Still trying to find more relief from the pain and discomfort. (B)(6). FDA safety report ID# (B)(4).